Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device would not boot, only a gray screen. After the error log was pulled, the screen was able to be read.

Event description:
It was reported the programmer would not boot up. Use of the recovery disk resulted in an error message. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.